Manufacturer narrative:
(B)(4). Batch #: unknown. Investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: two photos were observed with a tyvek and a reload. Upon inspection of the photo the reload appears to be fully fired from the right side and partially fired from the left side. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 10/3/2022 d4: batch #500a59 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one cecr60b reload was received for analysis and reload body was noted to be damaged. The reload was received with the right side fully fired, the left side outer row fully fired, and the left two inner rows partially fired 1/16. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged, the pan was partially dislodged from the reload body. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon suzhou quality system. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.